Event description:
The pt's father reported that the keypad is detaching from the pump near the down arrow and the down arrow is not always responding. The pt reports not exposing the pump to water or cleaning products.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be peeling off the pump. The 'up' and 'down' buttons were found to be intermittently responding. The up and down button contacts were found to be misaligned. Visual inspection revealed a battery compartment crack.